Manufacturer narrative:
Product event summary: analysis was unable to confirm telemetry issue with rf (radio frequency) head; device passed functional testing and also functioned as required when tested with a known good programmer. Analysis found there is a spot on outside of lens that will not wipe off. Spot does not obstruct any positioning leds (light emitting diodes).

Event description:
It was reported the programmer wand was having telemetry issues; difficulty getting green lights when placed over device. The programmer wand were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.